Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before the ureteral stricture dilation surgery, when the ureteral stricture balloon dilation catheter was opened and ready for use, it was obvious that the pressure pump gauge was broken. The pressure value did not change after slowly increasing the pressure. Per follow up information received via ibc on 18apr2025, stated that the balloon had been used on patients, but at that time, due to a leak in the pump, there was no significant impact on patients, health care professionals, or others. However, there had been several cases of this situation, and the head nurse and surgeon in the operating room had asked us to give an explanation of the product quality. Lot#bmjnfm09 and lot#unk.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned video sample noted one opened (without original packaging), used balloon dilation catheter. Visual inspection of the sample noted that the balloon dilation catheter connected to the pressure pump gauge and leakage was observed, unable to verify where the breakage was located. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before the ureteral stricture dilation surgery, when the ureteral stricture balloon dilation catheter was opened and ready for use, it was obvious that the pressure pump gauge was broken. The pressure value did not change after slowly increasing the pressure. Per follow up information received via ibc on 18apr2025, stated that the balloon had been used on patients, but at that time, due to a leak in the pump, there was no significant impact on patients, health care professionals, or others. However, there had been several cases of this situation, and the head nurse and surgeon in the operating room had asked us to give an explanation of the product quality. Lot#bmjnfm09 and lot#unk.